Manufacturer narrative:
H3, h6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported patient had photorefractive keratectomy in the right eye with post operative manifest refractive spherical equivalent treatment value was greater than one diopter, additional visual acuity crossed two lines after refractive surgery. The patient using artificial tear eye drops three to four times daily.